Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they could not properly urinate, they could not fully empty the bladder and those were the reasons the patient had the device implanted. The patient stated her symptoms had become worse and she could only go to the bathroom once a day. The patient stated she still had symptoms all the time, but in the past week they had become a lot worse. The patient stated since implant she had a little bit of symptom relief, but not total relief. The patient stated she still had to use catheters and still got urinary tract infections (utis). The patient noted she had appointments with healthcare professionals (hcp) on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.